Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. Fse conducted follow-up with the customer over-the-phone to address the reported event. The fse was informed that the customer replaced the turntable sensors and wash probe. The instrument is functioning as intended and was released. The most probable cause for this event is unknown. This report is being submitted due to a retrospective review conducted under CAPA (B)(6).

Event description:
On the (B)(6) 2015 the customer reported error 2015 bf probe purge failure and substrate pure failure on their aia-360. The technical support group (tsg) had the customer perform install prime 4 times and the error still occur. Customer requested service in order to address the reported issue which resulted in delayed reporting of results for ctni 2 and ckmb. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.